Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise resulting in inappropriate shock and high capture were observed on the right ventricular lead. The lead pacing impedance value was varying. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
A complete lead was received in one piece measuring 64.4 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.